Event description:
A customer obtained an abo typing discrepancy for a donor sample on galileo neo 90299.

Manufacturer narrative:
The image result files were reviewed and results visually appeared as reported by the instrument. An immucor field service engineer performed minor adjustments as a precaution. It was also noted that the donor sample appeared very cloudy. Repeat testing was performed with the sample which resulted as ntd. Samples from different donors/patients resulted as expected. The unexpected reactivity appears to be related to the condition of the sample. The instrument is operating within specifications.